Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation and subsequent patient death was procedural and patient anatomy related.

Event description:
Related manufacturing ref: 3005334138-2018-00105, 3005334138-2018-00106 . Following a pulmonary vein isolation procedure, the patient expired. The patient had a rotated heart with high left pressures. Fluoroscopy, pressure and transesophageal echo guidance was used due to a difficult transseptal puncture. Several passes were made and the sheath / dilator would slip from the fossa anteriorly and posteriorly. Transseptal access was achieved after multiple attempts. Approximately two hours in, it was difficult to place the tacticath on the geometry representing the roof, adjacent to the left upper pulmonary vein. Relatively high forces were noted when maneuvering, but ablation was not attempted with these forces. At that time, the patient became hypotensive and an echocardiogram revealed a dense mass compressing the ra. The patient was transferred to surgery and after bypass was achieved, punctures were noted in the ivc, aorta, ra appendage (corresponding to that in the aorta) and roof of the left atrium near the septum and behind the aorta. These were sealed, bypass removed and the chest closed. The patient expired a couple days later due to cardiac arrest.